Event description:
It was reported that the patient's right ventricular (rv) lead was explanted and replaced due to an unknown reason. The patient's status was unknown. Additional information was requested but not received.

Manufacturer narrative:
Correction. Upon review, the low voltage lead should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.